Event description:
The customer reported this right ventricular lead and pacemaker exhibited noise, resulting in falsely stored ventricular tachycardia episodes and pacing inhibition (reproducible in clinic). Impedances are pretty stable on daily measures but noted that when noise is seen, impedances are variable with as high as 2500 ohms. The patient was noted with pre-syncope. The device remains actively implanted for approximately 3 years, 6 months.

Manufacturer narrative:
The sensitivity of the pacemaker was programmed to a maximum number in attempts to prevent pacing inhibition. The pacing inhibition ceased following the programming changes. The pacing system remains actively implanted. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. No additional information is available at this time. The event will be re-evaluated if additional information becomes available.